Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709, lot# j11316r45, implanted: (B)(6) 2002, product type: catheter. Product ID: 8578, lot# n116481, implanted: (B)(6) 2007, product type: accessory. (B)(4).

Event description:
It was reported that the patient was having issues with their drug infusion system. Reporter stated that a pump myelogram that was conducted on (B)(6) 2012, however, the purpose and results were not reported. The medications were fentanyl, hydromorphone, bupivacaine, baclofen, and morphine. No patient symptoms, injury or outcome was provided. Additional information has been requested, but was not available as of the date of this report.